Manufacturer narrative:
Return of reported device was not received. Reported event is consistent with user misuse (back dialing of dose knob) instructions for use will be reviewed for possible improvements.

Event description:
User reported that the "dose adjustment knob" will not return to zero while the insulin cartridge is in the device.